Manufacturer narrative:
The hospital biomedical engineer advised that they have resolved the reported issue and the device has been placed back into service for use. Due to the elapsed time between the reported issue and now, they were unable to confirm what they had to replace to resolve the issue. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was displaying "abnormal energy delivered" after attempting a test shock. Additionally, the energy output was reportedly incorrect. After additional testing of the device, a service indicator appeared and the device logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.